Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that patient experienced adhesive issues with infusion set and faced tape not sticking event on (B)(6) 2026. No further information available.